Manufacturer narrative:
This is one of eleven manufacturer reports being submitted for this case. Citation: huchet, françois, et al. "Could anticoagulation avoid bioprosthesis subclinical thrombosis in patients undergoing transcatheter aortic valve replacement?." Archives of cardiovascular diseases (2017). A post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. In this case, there is no information to suggest a manufacturing non conformances contributed to the event. Given the limited information available, the cause of the ¿major bleeding¿ events are unknown as the source and possible contributing factors could not be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported in the article, ¿could anticoagulation avoid bioprosthesis subclinical thrombosis in patients undergoing transcatheter aortic valve replacement?¿ eleven (11) patients experienced major bleeding events after undergoing tf sapien 3 tavr procedures.

Manufacturer narrative:
Please reference related manufacturer report nos: 2015691-2018-00989, 2015691-2018-00903, 2015691-2018-00969, 2015691-2018-00970, 2015691-2018-00974, 2015691-2018-00975, 2015691-2018-00978, 2015691-2018-00985, 2015691-2018-00986, and 2015691-2018-00987.